Event description:
Complainant alleged that, during biomed testing, the device gave a "unit failed" prompt. Complainant alleged that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report, when the investigation is completed.